Manufacturer narrative:
The service technician found that the bed sheet was caught inside the siderail mechanism. The sheet was removed from the siderail mechanism and the bed functioned to specifications.

Event description:
The customer alleged one of the siderails would not latch.